Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the video connector of the endoscope is not fixed (not locked) properly due to the failure of the locking lever and corrosion on internal pins of the video connector socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited internal pin corrosion and failure of the locking lever of the video connector socket. There was no patient involvement.